Event description:
The pt (B) (6) was implanted with a polyform surgical mesh (840-240, 10cm x 15cm rectangular mesh) in (B) (6) 2008. The following re-interventions were made post the initial implant; summer 2009: pt presented with mesh exposure and hematoma. The physician performed surgery to address the mesh exposure, no hospitalization was required. The pt's condition was reported as stable post the re-intervention. [This event is being reported through report number 3004859928-2010-00001.] On the (B) (6) 2010: the pt presented with mesh exposure. The physician reported that the hematoma has been resolved and that the pt is being treated with estrogen cream for the most recent mesh exposure. No hospitalization was required. The pt's condition is reported as stable. [This event is being reported through report number 3004859928-2010-00002.]

Manufacturer narrative:
This adverse event is being investigated by proxy biomedical ltd - (B) (4). To date (5th march 2010) there has been no specific root cause attributed to the complaint. Potential root causes may include; estrogen status of the pt coupled with the accumulation of variables arising from physician technique, medical condition of the pt and use of polypropylene mesh under these variable conditions. Mesh erosion is an associated risk of pelvic floor reconstruction procedures. This is documented as a adverse event within the polyform surgical mesh IFU (B) (4). The precautions section of the IFU document that reading and understanding of the IFU is required prior to use of the product. The product is supplied as a rectangular mesh and is cut to size to meet the individual pt's needs and therefore, the procedure relies on the physician's experience and technique.